Manufacturer narrative:
Pump received with minor scratched lcd window. Unit received with missing segment due to cracked and bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was 243 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.